Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a device history record (DHR) review conducted previously on (B)(4) identified two unrelated non-conformances on this batch. Micro and sterility tests passed.

Manufacturer narrative:
Product complaint #: (B)(4). Dmf# - 13704. Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised to address aseptic loosening of the tibial component at the cement to implant interface. Two depuy cements were used. No delay in surgery reported. Doi: (B)(6) 2014, dor: (B)(6) 2021, right knee.